Manufacturer narrative:
(B)(4). A review of the device history record has been completed. No deviations or non-conformances noted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: deflation.

Event description:
Physician reporting rupture of a device, affected side is unknown. Device has been explanted.

Manufacturer narrative:
Photographic device evaluation: rupture: observed but cannot perform an assessment of the opening as no microscopic analysis can be performed.

Event description:
Health professional reported left side rupture. The device has been explanted.

Manufacturer narrative:
Device evaluation: based on the device analysis grid, the assessments of the complaint are: rupture: observed opening on posterior side assessed as surgical impact opening (shell thickness within specification). Additional observations: observed creases on the device. Observed 40 mm dark patch edge material inside gel device. Observed non penetrating nick on the device. No further actions are required as the device was implanted.

Event description:
Physician reported rupture of a device and provides ultrasound results showing "no pathological findings on mammary parenchima. Intracapsular rupture signs of the left device. No pathological ganglions on axillas". This relates to the left device. Device has been explanted and replaced.